Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient didn¿t have her charger here in montana. The patient was going to see if she could get it shipped up from missouri. The rep reported that then they would see if they could get it working and try to make adjustments for programming. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#(B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that the patient claimed the ins never worked or charged. The rep also reported that the patient didn't like the leads because she could feel them. The rep reported that the patient went to a surgeon to have the system removed but the surgeon contacted the rep to see if they could try to get the system functioning again before explanting. The patient didn't have the recharger but would get it, so they could try to recover the ins. No further complications were reported.